Event description:
A patient reported experiencing inaccurate erratic results with a lfs meter. The patient's blood glucose results were 250, 110, 238, 228 mg/dl. Tests were done within 10 minutes with a difference of 33%. Patient did not experience any adverse events. No further information has been reported.